Event description:
The pt reported blood glucose results of "hi, 27.9 mmol/l, 14 mmol/l, 13 mmol/l and 12 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.